Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("painful cramping") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". In 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), anxiety ("anxious"), depression ("depressed") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total hysterectomy with removal of the essure). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain lower, dyspareunia, anxiety and depression had not resolved and the dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea and dyspareunia to be related to essure. Most recent follow-up information incorporated above includes: on 15-apr-2019: pfs received. Event "dysmenorrhea (cramping) and she did not undergo essure confirmation test" were added. Reporter, patient and product information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('painful cramping') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included adnexa uteri cyst, uterine fibroid and pelvic adhesions. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), anxiety ("anxious"), depression ("depressed") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy,removal of the essure). Essure was removed on 4-may-2017. At the time of the report, the abdominal pain lower, dyspareunia, anxiety and depression had not resolved and the dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea and dyspareunia to be related to essure. The reporter commented: discrepancy noted in date of removal 01jan2016 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-may-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('painful cramping') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included adnexa uteri cyst, uterine fibroid and pelvic adhesions. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), anxiety ("anxious"), depression ("depressed") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy,removal of the essure). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, dyspareunia, anxiety and depression had not resolved and the dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea and dyspareunia to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2016. Most recent follow-up information incorporated above includes: on 29-apr-2021: mr received. Reporter's information added.medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("painful cramping") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient underwent a hysterectomy with removal of the essure in (B)(6) 2017. At the time of the report, the abdominal pain lower, dyspareunia, anxiety and depression had not resolved. The reporter considered abdominal pain lower, anxiety, depression and dyspareunia to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.